Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), genital haemorrhage ("heavy and irregular bleeding/abnormal bleeding(general)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 626207) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included axotal (fioricet), cetirizine hydrochloride (zyrtec), prednisone and sumatriptan (imitrex). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced back pain ("back pain/lower back pain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (pelvic surgery on (B)(6) 2016). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the genital haemorrhage had resolved, the uterine haemorrhage and back pain outcome was unknown and the migraine had not resolved. The reporter considered back pain, dysmenorrhoea, genital haemorrhage, migraine, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: occluded fallopian tubes bilaterally. Concerning the injuries reported in this case, the following one/ones were reported via medical record abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs and medical record received- reporter information, patient details, product information, concomitant drugs, events migraines headache, dysmenorrhea (cramping), abnormal uterine bleeding added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), genital haemorrhage ("heavy and irregular bleeding/abnormal bleeding(general)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 626207) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included axotal (fioricet), cetirizine hydrochloride (zyrtec), prednisone and sumatriptan (imitrex). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced back pain ("back pain/lower back pain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (pelvic surgery on (B)(6) 2016). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the genital haemorrhage had resolved, the uterine haemorrhage and back pain outcome was unknown and the migraine had not resolved. The reporter considered back pain, dysmenorrhoea, genital haemorrhage, migraine, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: occluded fallopian tubes bilaterally . Concerning the injuries reported in this case, the following one/ones were reported via medical record: abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with surgery (pelvic surgery on 24-feb-(B)(6) haemorrhage and back pain outcome was unknown. The reporter considered back pain, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.